Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Ethnicity: (B)(6). Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation - director. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the preoperative angiography showed no obvious calcification in peripheral blood vessels. During the operation, a stent was placed from femoral artery through johnson's sheath (6f). After the percutaneous coronary intervention (pci), the operator felt some resistance when threading the angio-seal arteriotomy locator/insertion sheath assembly over the guidewire. After tried several times, there was resistance during the process of delivering the two-in-one component, and after many attempts, the assembly failed to reach the target location, and the patient felt some obvious pain. When the product was withdrawn, the distal end of the sheath was found to be significantly ectropion. The patient was in good condition. Another angio-seal device was used, and the puncture had been sealed well.